Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. It was reported that the reason for the call was that the patient experienced the urgency back again on saturday. They wanted to know if they did something that could cause return of symptoms like walking their dog that was 22 pounds and the dog pulling on them. They wanted to know if they could lose symptom control that fast. When asked if they felt the stimulation in the bicycle seat area, they said yes, they felt stimulation in the rectum. When asked when they made an adjustment and did they get relief of symptoms, they said they increased stimulation yesterday afternoon and it did help their symptoms. The caller was told by the manufacturer help line the body was still adapting since they were newly implanted. They were told that after they made an adjustment they needed to wait a couple days to let the body adapt. They were told if they did not get relief they could consider increasing stimulation again to the point it was slightly uncomfortable and back down one until it was comfortable. On (B)(6) 2022 additional information was received from the patient. They reported the reason for the call was that after implant it was working fine but the urgency came back on saturday, so since then they had been adjusting from 0.6-0.7-0.8-0.9 ma. Now they were at 1.0 ma and each time they had increased they could feel stimulation. System therapy optimization information was reviewed and it was recommended they keep a symptom diary to track results. An email with a quick guide, symptom diary, and system information was offered and sent. They were redirected to their doctor and the patient noted their follow up appointment was scheduled for (B)(6) 2022 more information received on (B)(6) 2022 patient called asking for the manufacturer representative (rep) because they'd been working closely with rep since they were implanted because the patient had been having problems with the therapy/it wasn't helping their symptoms. Patient stated that rep helped them switch from program 4 to program 3 last night and since they made the switch, their urgency was worse than before, they were retaining water and barely peeing. Patient services tried to clarify if the retaining of water and barely peeing we re part of the patient's underlying symptoms however the patient stated no, and that it was a new symptom. Patient services reviewed the role of a rep with the patient and advised the patient that given their symptoms were now worse, patient services could help the patient try another setting. The patient didn't want to change to a program they hadn't yet discussed with rep or hcp so patient services helped the patient switch back to their previous setting again until they could reach the rep or hcp to discuss their issue. When the patient was increasing their stimulation after changing back to program 4, patient services asked the patient if they could feel the stimulation comfortably in their bike-seat region and the patient said no, and that they had never felt the stimulation in their bike-seat region and that they've always felt it going from their ins site and down their right butt cheek. Patient services advised the patient of stimulation expectations and the patient confirmed they didn't think they'd ever mentioned how they were feeling the stimulation to rep or hcp. The patient denied having had any falls or traumas. Patient services asked the patient if the stimulation was at least comfortable and the patient said it was ok. Patient services advised the patient they should turn it down more if they were experiencing any discomfort and the patient said, so turn it down to where I can't feel it? The patient said they were ok to leave the stimulation where it was at this time. Patient services redirected the patient back to their hcp to discuss their symptom concerns and to discuss where they were feeling the stimulation. The patient was going to continue to monitor their symptoms in the meantime.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patients lead migrated. They had a return of baseline urinary incontinence, urinary frequency, and urinary urgency. The patient had their lead revised on (B)(6) 2022 and could feel stimulation post operative. The issue was confirmed resolved.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the cause of the patient's lead pulling out so that only electrode 0 and 1 are beyond the plate was determined. The hcp noted the likely cause was that the patient's dog pulled on the leash during a walk. The hcp noted they will keep trying the current program but may need to revise the lead. The issue was reported as not yet resolved. The hcp also clarified the results of the patient's ua and it was determined that the patient did not have a uti.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2c88g implanted: (B)(6) 2022 product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the cause of the return of symptoms/urgency was unknown but noted the likely cause as "anxiety, lead pulled out so that only electrodes are beyond the bong plate." They noted they did a ua to check for a uti and changed the patient's program. The issue has not yet been resolved. The hcp also clarified that the patient reported that the issue of the patient retaining water and barely peeing was never an issue. The hcp stated the likely cause of the patient feeling stim from the ins site down to the right butt cheek was that they do not feel stimulation here and clarified the patient feels stimulation near the rectum on their current program. The steps that were taken for this issue were that the patient changed programs. The issue has not yet been resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.